Event description:
As reported, the side port extension of a 6f avanti sheath detached and blood began to pour out. Another sheath was used to complete the procedure. There was no patient injury or adverse event associated with the blood loss. No treatment was provided to the patient. The sheath is the 6fr avanti sheath. The access site was located in the right femoral artery. There were no damages or anomalies noted to the device, device components or packaging prior to use. The device was handled and prepped according to the IFU. There was no difficulty experienced as the device was flushed during prep, especially through the side port extension. There were no kinks/bends noted on the side port. A usual amount of pressure was used to inject fluids through the stopcock. The physician was exchanging catheters as expected within the sheath when performing a left heart catheterization. Upon exchange, the side tubing leading up to the stopcock on the avanti sheath detached. Blood began to pour out of that side hole. The sheath was then exchanged for another 6f avanti sheath with different lot with the same access site the procedure was completed after device was exchanged. There was no patient injury or adverse event associated with the blood loss. Additional intervention was not performed as a result of the blood leakage, including transfusion or medications.

Manufacturer narrative:
Complaint conclusion: as reported, the side port extension of a 6favanti sheath detached and blood began to come out. There was no patient injury or adverse event associated with the blood loss. No additional treatment was provided to the patient. There were no damages or anomalies noted to the device, device components or packaging prior to use. The device was handled and prepped according to the instructions for use (IFU). There was no difficulty experienced as the device was flushed during prep, especially through the side port extension. There were no kinks/bends noted on the side port. A usual amount of pressure was used to inject fluids through the stopcock. The physician was exchanging catheters as expected within the sheath when performing a left heart catheterization with an access site of the right femoral artery. Upon exchange, the side tubing leading up to the stopcock on the avanti sheath detached. Blood began to pour out of that side port. The sheath was then exchanged for another 6f avanti sheath with a different lot with the same access site. The procedure was successfully completed with the other device. There was no patient injury or adverse event associated with the blood loss. Additional interventions were not performed as a result of the blood leakage, including transfusion or medications. The product was not returned for analysis. Review of lot 17200473 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.